Event description:
It was reported that the patient presented to the hospital for a scheduled device changed out procedure. Prior to opening up the pocket, it was discovered that the right atrial (ra) lead was oversensing noise. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout.